Event description:
Customer stated the device is black and burned looking and smells smokey. The base unit is also melted and black. A request was made for the return of the suspect device and replacement product was sent.